Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. We were unable to verify off no power alarm, low battery alarm, battery out limit, weak battery alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to failed battery alarm. The insulin pump passed the currents test. The insulin pump had a cracked battery tube threads and reservoir tube lip.

Event description:
It was reported via phone that the insulin pump received several alerts. Customer stated the insulin pump did not alert a low battery. The insulin pump had an off no power, battery out, weak battery and bad battery alerts. Customer's blood glucose was unknown. Customer mentioned a crack near battery cap. Advised customer to discontinue the use of the insulin pump and revert to back up plan.